Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose data on the ilet bionic pancreas display while the dexcom app continued to show current glucose, indicating a communication issue limited to the ilet interface. The user toggled the ilet sensor settings, re-entered the pairing code, and glucose data resumed on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact, no alerts or alarms, and no medical intervention or hospitalization. User support included remote troubleshooting and education, including sensor re-selection and re-pairing. Investigation of this case revealed a transient communication or pairing disruption between the ilet and the dexcom g7 component that resolved after reconfiguration, consistent with a device communication problem without sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or connectivity interruption, resolved through standard re-pairing procedures.